Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a new battery was corroded. The battery was taken out of use.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 3-¿powering the system¿ and heartmate 3 patient handbook section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. The 14v battery was inspected and accepted into the storage location on (B)(6)2023. The reported event of damage to the 14v battery contacts was confirmed. The returned 14v li-ion battery, serial (B)(6), showed signs of damage on the j1, j2, and j3 contacts. The j2 contact was mostly covered by black residue. The battery went through a charge/discharge cycle and placed in a universal battery charger (ubc) for further testing, and no atypical signals were observed. The battery was able to charge to full bars as intended. The 14v battery was hooked up to a mock loop, system controller, and returned battery clip. The battery was functionally tested and found to operate as intended during analysis; no alarms were produced. The damaged contacts did not affect functionality of the battery. Due to the battery being in the patient¿s possession for two weeks, it is unknown how the storage of the battery could have affected the reported issue. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.